Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the glycol fluid in the thermogard xp ivtm console ((B)(4)) stopped being cold after approximately 3.5 hours into patient temperature management therapy. According to the reporter, the patient began cooling progressively slower, down to 34.8°c in approximately 5.5 hours after beginning therapy. The reporter indicated there were no alarms noted. The health care team decided to replace the console with an unspecified system. The patient eventually reached their goal temp by 0500. No further information was provided. There is no known patient consequence reported.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm console ((B)(4)) was slow to cool was confirmed during initial functional testing. To resolve the issue, the failed cooling engine was replaced. The thermogard xp ivtm console is a reusable device and was manufactured in 2012 and has exceeded its service life of three years visual inspection was performed and there was no physical damage observed. A review of the console's retrieved event log found no system errors recorded. During functional testing, it was observed that the cooling engine was not functioning within specifications. After the cooling engine was replaced, the console was functionally tested and passed without errors or faults. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard xp ivtm console with serial number (B)(4).